Event description:
It was reported to medtronic minimed that the customer experienced fluid exposure to the insulin pump, with the customer stating they could hear fluid inside the pump when shaking it and could see fluid under the lcd. The customer reported no adverse event. The event involved product(s) mmt-mmt-1885l. Troubleshooting was performed for pump fluid exposure. The customer confirmed the pump had not been dropped, showed no cracks or visible damage, and the moisture exposure was due to fluid entering the pump. The customer was instructed to revert to their backup plan per health care professional guidance and to place the pump into storage mode by removing the battery and pressing and holding the back button until the screen turned off. No harm requiring medical intervention was reported. Mmt-1885l was requested and the customer response was the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. P-cap locked in place properly during testing. After battery installation unit gave an unexpected flashing white display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to display anomaly. Proceeded by cutting unit open and perform visual inspection of connectors and electronic assembly. Per visual inspection it was determined the ingress of water corroding electronic assembly leading to the constant flashing white screen. Unable to download history files and traces using thus software due to display anomaly. The following cosmetic damages were noted: scratched case, pillowing keypad overlay, cracked keypad overlay, battery tube threads - cracked and cracked case (battery tube). In conclusion unit received with unexpected white flashing screen due to corroded electronic assembly. For additional information regarding the tests performed refer to d00854230 ¿ appendix e medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.